Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed one opening device assessed as fold flaw opening. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. As per the investigation procedure, crease and non penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported "aged appearance with silicone bleed." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Healthcare professional additionally reported "silicone bleed". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.1., d.4., d.6b., d.9., h.4., h.6.